Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that they received symptom relief after implant, but then they stopped feeling stimulation and their symptoms returned; it stopped working at all. Troubleshooting found that stimulation was on, on program 1 at 1.4v. They then increased to 2.5 without feeling stimulation. It was reviewed that they could change programs, but the patient declined at that time. It was also noted that the patient had a fall back in november, so it was recommended that they follow up with their healthcare provider to have their device checked after the fall. It was stated that they had an appointment scheduled for (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.